Event description:
Healthcare professional reports right side textured to smooth implant exchange and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, patient details and device return has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.

Event description:
Healthcare professional reports right side textured to smooth implant exchange and rupture. The device has been explanted.